Manufacturer narrative:
Note, selected date of occurrence is date of paper publication; actual event date is unknown. The device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, one patient with a interprosthetic femur fracture experienced a secondary iff above plate, distal fracture united clinically and radiographically, however, a revision surgery was performed with an 18-hole va condylar: 3 screws proximally and 5 screws distally. Patient achieved union around month 6 after initial surgery. Per the report, no further information will be provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). Postal code (B)(6). Mittal a , poole w, crone d. (2021). Interprosthetic femoral fractures managed with modern distal femoral locking plates: 10 years¿ experience at a (B)(6) centre. Doi: doi.org/10.1016/j.injury.2021.04.014.

Event description:
On the literature article named "interprosthetic femoral fractures managed with modern distal femoral locking plates: 10 years¿ experience at a UK major trauma centre", the authors of the study reported that, while using a 16-hole peri-loc plate, 1 patient with a interprosthetic femur fracture experienced a secondary iff above plate, distal fracture united clinically and radiographically however a revision surgery was performed with an 18-hole va condylar: 3 screws proximally and 5 screws distally. Patient achieved union around month 6 after initial surgery.